Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy for acute cholecystitis. It was noted that an approximately 5mm x 5mm coating of the grasper (laparoscopic instruction) was sloughed off during specimen check during final count. The patient was still not yet reversed and on the table. X-ray found no radio-opacity in operating field. Laparoscopy was re-inserted and found no foreign body; missing fragment is unlikely left inside patient.

Manufacturer narrative:
The product has been provided for investigation on the 11th of december 2023. The following was found: at the distal end of the product 33300 - metal outer sheath, insulated, 36 cm, part of the insulation has melted away. It can be assumed that the shaft has suffered damage to the insulation over the years (manufacturing date november 2014), which ultimately led to a breakdown in the insulation and thus the insulation has melted. There are traces of use corresponding to the age. Furthermore, the device history records have been checked and found to be according to the specification, valid at the time of production.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).